Manufacturer narrative:
Evaluation summary: it was caused due to dust inside the unit. In addition, we confirmed that the scope connector unit break and the power supply unit malfunction; however, these are not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during use. There was no report of patient harm. (B)(6) 2021 error message 03-4000 trouble occurred when entering the auxiliary light while using the inspection. Substitute replacement is carried out.